Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: loss of external power ac power indication not showing in the machine failure occurs during the general check. No patient involvement.